Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of death, occlusion and perforation are listed in the coronary dilatation catheters (cdc), trek rx global, instructions for use (IFU) as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that dilatation was performed on the mid to distal circumflex (cx) coronary artery, occluded and heavily calcified lesion. Following a trek dilatation catheter advanced to the cx lesion. Dilatation was performed, multiple times, without issue. Following, a cx perforation was noted. Medications were provided and pericardiocentesis was performed, removing about 500cc. While treating the perforation, it was noted that the left anterior descending (lad) had occluded. It is unknown if the perforation contributed to the lad occlusion. The trek balloon was moved to the lad in an attempt to treat occlusion. The patient went into cardiac arrest. The trek balloon was removed from the patients anatomy. Medications were provided and cardiopulmonary resuscitation (CPR) was started at 12:00pm. At 4:30pm, the patient expired. Reportedly, there was a clinically significant delay. There was no additional information provided.